Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer lost consciousness and was transported to the emergency room (ER) and was subsequently admitted to the intensive care unit. The customer confirmed no involvement of emergency medical services but did not provide who assisted when they lost consciousness and was transported to the ER. Reportedly, the customer's blood glucose (bg) was 970 mg/dl and was in diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.